Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the implantable cardioverter defibrillator exhibited additional non-sustained right ventricular oversensing episodes. It was confirmed to be due to myopotential oversensing. No device intervention was performed but programming changes were discussed. No further information was reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing possibly due to myopotential. It was note that the noise was inhibiting pacing. No device intervention was performed but programming changes to the device were discussed. No further information regarding patient condition. Patient will continue to be monitored.